Event description:
It was reported that during testing conducted at the user facility, the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report to document the device evaluation results.

Event description:
It was reported that during testing conducted at the user facility that the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.